Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis found the primary failure broken blade to be related the customer complaint. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.444¿ from the base. The broken piece was not returned. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of two images of the instrument provided by the customer is consistent with the fractured blade.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace blade fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed during the same procedure, and no fragment remained in the patient. The procedure was completed robotically as planned.